Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Physical manufacturer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This patient information is not available for reporting. Device is an instrument and is not implanted/explanted. Reporter phone number is not provided for reporting. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018 during trochanteric femoral nail advanced (tfna) nail insertion, the impaction tower connected to the threaded hammer guide connector sheared off at the threads. In order to finish inserting the tfna nail, a mallet stroke impaction tower was used. Surgery was completed successfully. There was no surgical delay and patient outcome was reported as stable. Concomitant device reported: threaded hammer guide connector (part # 03.037.120, lot # 9202687, quantity 1). This report is for one (1) driving cap/threaded. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.010.523; lot: 9065786; manufacturing site: haegendorf; release to warehouse date: october 30, 2014 . The device history record (DHR) shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and material quality criteria at the time of release with no issues documented during the manufacturing process. Material (B)(4) was hardened according to specification. The values are documented in DHR file. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation flow: broken: visual inspection: visual inspection performed at customer quality (cq) confirmed the condition of device breakage, which agrees with the reported complaint condition. The device has broken at the most proximal thread form of the distal threaded tip. The broken off distal threaded tip was returned lodged into the concomitant device. The lodged broken piece was not able to be removed from the threaded hammer guide connector. The balance of the device shows surface wear consistent with use and which would not impact the functionality. No new issues were identified during the inspection. Drawing/specification review: the following drawings were reviewed during investigation and no design issues were noted. Connector for insertion handle review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The material was reviewed, and the hardness value was confirmed to meet the specification with no non-conformance noted. Dimensional inspection: outer diameter dimension (od) of the threads on the complaint device at the broken region measured 7.943 with micrometer which is within the design specification of 7.794 mm to 7.974 mm and thread tolerances specified per iso 965-1:2-13 (e). Conclusion: a visual inspection, document/specification review and dimensional inspection were performed as part of this investigation. The distal threads of the complaint device were observed to be broken off, thus confirming the complaint. While a definitive root cause could not be identified, it is possible than an off-axis strike on the driving cap contributed to the complaint condition. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.